Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 180 mg/dl at the time of incident and 350 mg/dl. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The device will be retuned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. (B)(4).